Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure. The device was removed using normal method without any problem and the procedure was completed with a different device. The patient was in good condition after the procedure.